Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Unfortunately, the root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The patient was noted to have a history of congenital heart disease. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a pericardial aortic valve underwent a valve-in-valve procedure due to severe pulmonary stenosis. The patient's pre-operative mean gradient was approximately 40 mmhg with a peak gradient in excess of 50 mmhg. Implant duration of the pre-existing surgical valve is approximately eight (8) years and 11 months. A tpvr was successfully performed with an edwards transcatheter valve. Post-procedure, the patient's mean gradient was approximately 5 mmhg with no residual regurgitation noted. Patient has a history of repaired congenital heart disease, with surgical atrial septal defect closure.